Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: MFR report #9610595 - 2023 - 01913. Patient ID: (B)(6). Additional information provided by the customer: please see updates to b5: the issue was discovered at reprocessing of the device.

Event description:
The issue was discovered at reprocessing of the device.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation of air/water tube clogged was confirmed. During incoming inspection no leakage was observed. The nozzle was clogged by foreign material as a result insufficient reprocessing. Additionally, the air/water and suction cylinder were discolored, the light guide lens was cracked, and the angulation was out of standard. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, while using evis exera ii colonovideoscope had air/water flow issues ¿ flow too small. During testing and inspection of the returned device, the nozzle was clogged with foreign matter. There were no reports of patient harm or impact associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material found blocking the air/water (a/w) channel could not be identified and the root cause could not be determined. Additionally, the foreign material found clogging the nozzle could not be identified and a definitive root cause could not be determined, however, it is likely the nozzle clog was due to identified nozzle damage/dent, preventing removal of the material. The event can be detected/prevented by following the instructions for use which state: ¿inspection of the air feeding function¿. ¿inspection of the objective lens cleaning function¿. ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.